Event description:
The customer reported that insulin was squirting out. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the prime test as a result of a loose drive support disk. The insulin pump had a missing end cap sticker.